Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of suspected thrombus and elevated lactate dehydrogenase (ldh) levels could not be confirmed during this investigation. A direct correlation between the device and the reported elevated ldh could not conclusively be determined. The reported power elevations were confirmed via evaluation of the submitted log files. A cause for the elevated ldh and power could not be conclusively be determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No additional related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. This section also lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 4 ¿system monitor¿ explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines indications of thrombus and how to respond to such events, and provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had elevated ldh 545 concerning for pump thrombosis. Bivalirudin was initiated for thrombus after CT scan, and put back on warfarin and aspirin. The patient was discharged home.